Event description:
Surgeon revised a tritanium acetabular component for loosening.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon revised a tritanium acetabular component for loosening.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.